Event description:
An event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch was stated in the report that connecting the set filter to the infusion set, fluid was leaking from the joint below the drip chamber, and three drops of fluid dripped. There was no reported patient harm.

Manufacturer narrative:
Received six (6) photos from the customer. In the photos the set was observed to be leaking below the drip chamber around the port where the tubing is inserted. The complaint of leakage can be confirmed. The probable cause cannot be determined without the return of the used set. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.